Manufacturer narrative:
Updated section h2 and h3.

Manufacturer narrative:
The device was received for evaluation. The exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damage or defects were found with the device. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl (13.9 mmol/l) between 5 and 24 hours of wearing the pod. The reporter stated there was leakage from the pod on their arm during wear. The device evaluation found a torn cannula.